Manufacturer narrative:
Product event summary: analysis could not confirm the reported communication issue; able to interrogate wireless and non-wireless using a known good head even though the rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis could not confirm the reported printing issue; able to print to an external printer without issue, printed reports using the parallel port and both usb (universal serial bus) ports. Analysis also found the ECG (electrocardiogram) connector was loose on the lem printed circuit board assembly. Keyboard was pulling apart, both keyboard slide rail covers were cracked, two hinge plate screws were missing, and the system fan was noisy.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer was having problems printing to external printer and then began having issues maintaining communication during threshold testing. The programmer was returned. No patient complications have been reported as a result of this event.